Event description:
Reporter alleged obtaining discrepant blood glucose values of 269 mg/dl and 255 mg/dl back to back with a result of lo (less than 10 mg/dl) when testing was performed within 10 minutes on the active system. Reporter stated on a different day other comparative tests of 301 mg/dl and 312 mg/dl were performed back to back with a result of lo (less than 10 mg/dl) within 10 minutes on the same system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing and obtained the comparisons from the system memory. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.